Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the year is the only known part of manufacture date. We have defaulted to the first of the year.